Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a biohazard bag and open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The balloon inflated and deflated without difficulty. The device was returned without the syringe. A functional test was performed on the balloon using a syringe from our stock; when the balloon was filled with air, no leaks were present in the balloon material. Once the balloon was inflated, pressure was released from the syringe and the balloon deflated within a few seconds. The device was visually inspected and appeared to be free of bends and kinks along the catheter of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the device could not confirm the complaint, the balloon inflated and deflated without difficulty. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting as the syringe and stopcock were not returned. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all tri-ex multiple size extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook tri-ex extraction balloon with multiple sizing. It was reported [that] during pre-check of balloon, [user] found the balloon to not deflate once inflated. Another extraction balloon was used. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.